Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported a patient was injected with an unknown amount of juvéderm voluma® xc in the midface/cheek, 1 ml juvéderm volbella® xc in the lips, 1 ml juvéderm® ultra plus xc in the nasolabial folds, 1 ml juvéderm® vollure® xc in an unknown location, and 2 ml skinvive¿ by juvéderm in the cheeks. Two months later, patient developed strep. Symptom resolved after taking antibiotics. Nine days after experiencing strep (not device related), patient developed pain, soreness, swelling with redness and nodules along the jawline of the right side of the face. Nodule started popping up along the zygomatic arch and midface bilaterally. Two days later, patient was treated with clindamycin hcl 300mg, oral. Two days later, patient went to the went to ER because of persistent pain and nodule reoccurrence with new nodule formation, redness, and swelling. CT scan and was diagnosed with cellulitis along the right jawline but this was eventually ruled out because antibiotics did not resolve the issue but steroids temporarily relieved symptoms. Six days later, patient was admitted to the hospital. Ultrasound, CT, blood work performed noting unspecific infection, deemed not device related. Patient was treated with vancomycin & zosyn, IV during hospital admission. Patient was discharged from hospital 4 days later and was prescribed with doxycycline, oral. 3 days later patient is prescribed levofloxacin 750mg daily, oral. 5 days later patient is prescribed prednisone 10mg, oral. 7 days later patient prescribed another 10 mg prednisone, oral. 16 days later patient is taking claritin & benadryl daily, oral. Hcp states "patient has had intermittent relief, but nodules, pain, and other symptoms reoccur once steroids treatment ends w/in 48hrs". Symptoms are ongoing. This is the same event and the same patient reported under patient identifier (B)(6) (emdr-21855), (B)(6) (emdr-21856), (B)(6) (emdr-21854), (B)(6) (emdr-21853). Emdr-21848 is being submitted for the serious unexpected adverse drug experience. This emdr is being submitted for serious injury of suspect product, juvéderm® vollure® xc.